Manufacturer narrative:
Device manufacture date, of the initial medwatch report indicates: 07/15/2015. Device manufacture date, of the initial medwatch report should have indicated: 07/13/2015.

Manufacturer narrative:
(B)(4).  Physio-control evaluated the customer's device but was unable to duplicate the reported issue.  As a precaution, physio replaced the device's battery pins and after observing proper device operation through functional and performance testing the unit was returned to the customer for use. (B)(4).

Event description:
The customer contacted physio-control to report that their device powered off by itself 4-5 times during an event.  The customer advised that they were transporting the patient to the hospital when the reported issue occurred.   The customer further advised that there were no adverse effects to the patient as a result of the reported issue.